Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's drive support cap was loose and sticking out from the side of the insulin pump. It was reported that the customer's blood glucose level was normal. No further information was provided.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip.